Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a critical pump error from the insulin pump. The customer's blood glucose reading was unknown. The customer received an error message and the pump would not stop beeping. The customer will be sent a replacement pump. The customer will return the pump for analysis.